Event description:
Boston scientific received information that the patient with this device was seen in the hospital after experiencing a syncopal event. The following physician believed that the syncope could have been correlated with an event that the physician believed to be a stroke. There was also a stored episode that the local boston scientific field representative reviewed. The patient's rhythm was in the vt-1 zone around 150 beats per minute when anti-tachycardia pacing was delivered which accelerated the patient's rhythm. The patient eventually received a shock which converted the rhythm. There was some discussion over whether the patient was experiencing true ventricular tachycardia or sinus tachycardia. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.